Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The surgeon claimed the device failed during the case and broke a clip in half. He also complained that the trocar used was leaking and had to be replaced. The surgeon successfully fired 10+ clips before having an issue. It appears that he damaged the clip applied and trocar while trying to pass the device at too steep of an angle. The rubber seal of the trocar was pushed in and the housing pulled away from the shaft of the clip applied which misaligned the jaws causing it to over form clips and break them in two. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. A clip broke in half and pieces had to be retrieved from the patient. No fragments were left in the patient. Additional info requested via email.